Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level ranged from 162-163 mg/dl. The customer did not have an alternate method of insulin therapy, but stated that the healthcare provider would be contacted in attempt to obtain an alternate method.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.